Event description:
Pad-paks a2461 failed to power up devices. There was no patient involved in this event.

Manufacturer narrative:
The pad-pak was manufactured as part of a lot of (B)(4) on the 23rd november 2016. (B)(4) pad-pak units were dispatched to ¿hst llc¿ on the 28th november 2016. Depleted pad-pak. Root cause inconclusive. The returned pad-pak was measured and found to be significantly depleted. This would have resulted in the device not powering on, as per the reported fault. The battery pack was investigated, and no abnormalities were found with the battery cells or connections, therefore it is concluded that the returned pad-pak had either been stored incorrectly or became depleted due to an external load. The distributor was contacted for further information regarding the use of this pad-pak. If any further information is to become available this report will be updated or if a sam pad device is returned, it will be opened under the same parent record (B)(4). The pad- pak will be scrapped and replaced.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Pad-paks a2461 failed to power up devices. There was no patient involved in this event.